Manufacturer narrative:
MDR 3007966929-2021-00008 / device 1 of 1. Procode: jol contact office address: dr. (B)(6). (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product distributor that a user facility reported that "lint / pieces of paper in the packaging, thereby contaminating the operating room". Upon further request for information it was described that the product packaging "these are fibers that come loose when the packaging is opened and the paper tears in the process". The product was not used on a patient, no harm reported. Photographs depicting the reported complaint issue were submitted by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). A batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. Pictures were received and evaluated. The defect is ¿lint / pieces of paper in the packaging thereby contaminating the operating room¿. Defect is confirmed on the base of the pictures. Root cause investigation was performed via event tw1443093 ¿pieces of paper in the packaging of op-flex¿. On the base of the available information the investigation concludes that the root cause for the issue is requirements for correctly stopping of the packaging machine are not specified in process instruction. For elimination of this issue CAPA tw1447191 was initiated. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3007966929.